Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 103 mg/dl at the time of the incident. Customer has had to change his battery every 1-2- weeks. Customer stated that his pump was sitting on the counter of his bathroom while he was taking a shower. Customer stated that he heard the pump alarming while he was taking a shower. Customer got out of the shower and the pump had a button error on the screen. Customer stated that the battery issue started about a month ago. Customer stated that the pump was beeping all day long, so he took the battery out. Customer has been getting shots all day. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.